Event description:
Pt reported, the infusion device does not vibrate when a bolus is given. Pt's mother reported, the issue on yesterday. Pt reported, they checked at the pt's clinic to see if the vibrator was on; they said it is on. Vibrator does not work. No further info available at this time. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.